Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device and ch-s400-xz-eb were returned to omsc for evaluation. When the subject device was used with returned ch-s400-xz-eb, the reported phenomenon was duplicated. When the subject device was used with olympus asset ch-s400-xz-eb, the reported phenomenon was not duplicated. There was no abnormality in the subject device, and it could be considered that the reported phenomenon occurred due to a failure of the combined ch-s400-xz-eb.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the procedure, the image suddenly became a color bar. The intended procedure was completed with another device. There was no report of patient injury associated with the event. The event date was unknown.